Event description:
Oral surgeon was using the bipolar forceps as an accessory of an electrosurgical unit for a microscopic procedure intraorally. Surgery was stopped immediately when the surgical tech noticed the forceps were exceedingly hot. Observing the tip of the forceps under the microscope, the surgeon may have inadvertently pinched a portion of the lower left lip into the forceps at the bent portion of the shaft. Thus creating a second degree burn. To improve the design of this portion of the bipolar unit, it should be insulated.